Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected, with no issues found. A functional test was performed by attaching the device to a vial and a solution bag. During the test no leaks were found. Therefore the reported condition could not be confirmed, nor could a cause be identified.

Event description:
It was reported that a vial mate reconstitution device leaked. The device leaked after activation between the vial and the adaptor junction. The malfunction resulted in 5-10% of the dose being spilled. This malfunction occurred before use during reconstitution; there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
Facility report number: (B)(4). Complaint no: (B)(4). The malfunction was reported to have happened on an unknown day in (B)(6) 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.